Event description:
Pt's spouse stated the trilogy 100 ventilator did not alarm when a/c power was lost, nor did the trilogy alarm when the battery source was low and depleted. P.m (prevention maintenance) and calibration of the unit according with the MFR's specs from respironics (philips). The calibration test passed on (B)(6) 2019. Prior to pt receiving and using. Alarm log download - which shows that the trilogy 100 ventilator performed normal with a list of all alarms. The report shows that the trilogy alarmed properly versus the pt's spouse's statement saying it did not. This occurrence was on (B)(6) 2019. Reason for use: amyotropic lateral sclerosis (als).